Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips "it did not work". This was clarified by the fse to be an ECG cable problem. There was no reported patient involvement.